Event description:
It was reported the ventricle connector is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed that the ventricular output connector was broken. It was also noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the battery release, heart block and lead flex cover were contaminated, the ring was missing, the keyboard was scratched, the serial number label was torn, and the device failed the battery removal amplitude test due to the main printed circuit board being out of electrical specification. Further analysis was performed on the main printed circuit board (pcb). This analysis found that a capacitor component caused device battery removal test failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.